Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak when filling. Customer's blood glucose at time of incident was unknown. The customer was not used but saved. The customer stated the location of leak is bottom at the o-ring area. The customer was advised that we will sent replacement t-pack to help and return materials. Customer was advised to call in at time of event for best assistance.

Manufacturer narrative:
A complete analysis and testing of1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.